Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had multiple pump errors. The blood glucose level was unknown. The customer reported that diminished battery life, has rejected new batteries, minor scratches on screen, have had to prime more than once in order to work, rewinds louder. The troubleshooting was not performed. The pump will not be returned for analysis.